Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection completed by the manufacturer and found an unknown dust contaminant on the blower cap, blower box, on the blower and inside the blower. Also found keratin-like substance observed around the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The device was applied power and the device operated properly. The manufacturer concludes contamination consistent with unknown dust contaminant on the blower cap, blower box, on the blower, inside the blower. The manufacturer also conclude contamination consistent with keratin-like substance around the blower box outlet. The manufacturer concludes there was no evidence of sound abatement foam degradation.